Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no conclusion can be drawn. All information has been placed on file for use in tracking and trending. Name (#1) - cbas® heparin surface . Manufacturer/compounder: w. L. Gore & associates, inc. Lot #unknown. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following was reported to gore: on (B)(6) 2020, a gore® acuseal vascular graft (acuseal) was implanted as an arteriovenous graft. On (B)(6) 2020 vascular access intervention therapy (vaivt) was performed because of venous anastomotic stenosis. Thrombectomy and plain old balloon angiography (poba) were performed at that time.